Event description:
Per end user, rollator tipped backward causing her to fall. Front legs bent and unusable. Lower back and hip were impact points. Got checked three days later because pain was not getting better.